Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that in the execution of drilling four holes during a frontal craniotomy procedure, the perforator bit did not stop and a laceration to the dura occurred. It was further reported that there was a delay to surgery that was greater than 30 minutes.

Manufacturer narrative:
The perforator product reported involved with this event was not returned for evaluation and as a result the reported failure of failure to disengage could not be confirmed as the product was discarded. Upon review of the available event details and as the product is not available for investigation, the cause of this event cannot be determined.

Event description:
It was reported that in the execution of drilling four holes during a frontal craniotomy procedure, the perforator bit did not stop and a laceration to the dura occurred. It was further reported that there was a delay to surgery that was greater than 30 minutes.